Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysteroscopy; and d&c with novasure endometrial ablation due to stress urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic pain and vaginal area pain as well as severe mesh erosion, vaginal bleeding, pelvic inflammation, dyspareunia, frequent infection, severe hip pain and excruciating pain during intercourse. The patient experienced the pain and trauma of several additional surgeries to remove and revise the mesh in hopes of alleviating some of the pain and suffering. The patient suffered psychologically and emotionally. The patient underwent laparoscopic vaginal hysterectomy on (B)(6) 2009. It was reported that patient underwent partial mesh removal on (B)(6) 2011. It was reported that patient underwent total mesh removal on (B)(6) 2011. (B)(4).